Event description:
Knee implant surgery performed failed. Problem with oxidation of the poly component of howmedica's duracon unicondylar implant resulting in the necessity for repeat surgery to be performed. Note: the implant expiration date was 1998.